Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and perpetually rebooting. Functional testing and pairing test were unable to be performed due to perpetual rebooting. The receiver was opened, the ui pcba was detached to perform a download, a loss of connection was confirmed during log review. A root cause could not be determined.